Event description:
Mother woke customer up early, around 6:30am, took an aviva system blood glucose reading, got 120 mg/dl. He was awake and alert at that time. About 10 minutes later, mother noticed he was seizing. Mother took customer to the hospital within 5 minutes. Mother gave him water and glucose tab in the car; aviva system result at that time was 289 mg/dl. Within 5 minutes, doctor tested him at the emergency room and got 39 mg/dl, started feeding him 3 gel packs and crackers. Took customer 1 1/2 hours to feel better. Reading was around 175 mg/dl on the doctor's meter. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.